Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit stopped inflating. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. . Getinge field service engineer (fse) evaluated the unit and found electrical fault code 42 was observed in the logs, pointing towards a dataset related issue. Datasets were removed and firmly seated into its position as a precautionary measure. The issue could not be duplicated, unit was left running for extended period with no observed errors. Calibrations, functional testing, and safety testing all passed per factory specifications. Device cleared for clinical use and returned to customer.

Event description:
N/a.